Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only a portion of the lead was returned. A thorough evaluation of the segmented lead was performed. It was noted that only a distal segment of lead was returned severed approximately 32 cm from distal tip. The distal cable showed evidence of melting at the severed lead location. It was noted that the melting most likely occurred at explant procedure. The rs- coil does not appear to have melted at the severed location (32 cm from distal tip).no fractures were noted in the coils of the returned segments of lead. Pressure tests were completed to assess lead insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis could not confirm that a lead fracture occurred through testing on the returned segments of the lead. The lead was archived.

Event description:
Boston scientific received information that during a routine follow up visit, two right ventricular (rv) leads revealed high pacing impedances greater than 2,000 ohms. An x-ray was performed and revealed a lead fracture had occured on both leads. A revision procedure was performed; the leads were explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Approximately one month later, additional information was received by the patient pertaining to the previous revision procedure which was performed due to lead fractures which occurred on two right ventricular (rv) leads. During the procedure, it was noted that subclavian access was not possible; therefore, the physician gained access through the femoral access. During hospitalized post the revision procedure, the patient experienced persistent dorsal pain with a diffusion in the left forearm and occasional dullness in their left hand. The patient was discharged and sent home with medications. On (B)(6), the patient reported continuous dorsal pain and additional chest pain. The physician was contacted and referred the patient to a neurologist. Both leads were sent back for analysis. At this time the endotak reliance (B)(4) right ventricular (rv) lead is currently under review in our detailed laboratory analysis while we are pending the return of the endotak reliance (B)(4) right ventricular (rv) lead. Once analysis is complete on the leads a final report will be sent with the determined root cause of this event.

Manufacturer narrative:
To date, the explanted lead has not been returned to boston scientific. If the procedure is returned the leads will under go detailed analysis in an attempt to confirm and determine the root cause of this event.